Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was reported by a healthcare professional (hcp) via the company representative regarding a patient receiving an unknown drug from an implanted pump. The indication for use was spinal pain. On (B)(6) 2016 it was reported that the patient had osteomyelitis. The patient had arrived at the emergency room with severe back pain, which had started within the last 48 hours, and an MRI was done. The patient had to have spine surgery. It was noted that the hardware in their spine had eroded and the hcp had to cut the catheter from the intrathecal space and tie it off. The area of infection was in the patient's spine. The hcp was planning on removing the pump and catheter on monday ((B)(6) 2016) and it had been recommended that the hcp program the pump to minimum rate. Additional information was reported by the rep on (B)(6) 2016. It was reported that a CT was done and not an MRI. The cause of the spine infection had not been determined and rep was unsure if the back pain had resolved.

Event description:
Additional information was received from the hcp on (B)(6) 2016. It was reported that the patient had not been seen since (B)(6) 2016 and that she canceled her (B)(6) 2016. The representative also reported that he did not have any further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.